Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. Unit received with cracked case at lcd window corners and battery tube threads (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 6.3 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.